Manufacturer narrative:
The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: IV.

Event description:
Physician reported capsular fibrosis grade IV, ¿membranous cystic segment, inner side found fine granular calcification¿, ¿sparse lymphocytic (inflamed areas?) With dystropic calcification,¿ and infection. Device was explanted. This record is for the left side.